Event description:
(B)(4). The dealer reported that the tdxsp-mcg power wheelchair was displaying "short to frame" error message, and after testing the controller pins, the ohm readings were at 2k ohm. There was no patient injury reported.